Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a moderate pneumothorax which was confirmed via chest x-ray; the lesion was close by the pleura (about 2cm). The patient developed hypoxia after the procedure requiring chest tube placement and hospitalization. The target nodule was solid, located in the right middle lobe, medial segment, and was about 1.3 cm in size. The tissue biopsy specimen was inadequate and non-diagnostic by rapid on-site evaluation. Instruments used included the 19g flexision needle and compatible forceps. Bronchoalveolar lavage was performed during the procedure. The physician documented that there was no ion system device malfunction, believed that the ion product did not cause or contribute to the pneumothorax, and that it would have likely occurred if the procedure was performed via another modality.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed as the logs are available at this time. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax requiring medical intervention including chest tube placement and hospitalization.